Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report.

Event description:
The patient reported that the sound percept with the device is worse; however, the patient from the beginning could not give good feedback.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2012 shortly after first activation of the device in situ measurements showed two electrodes with high impedances. Over the time it worsened and in 2015 in-situ measurements showed 3 channels with high impedances and a short circuit inbetween channel 1 and 4. In 2016 in situ measurements showed 7 channels with high impedances and elevated ground path impedance. The patient reported that the sound percept with the device is worse; however, the patient from the beginning could not give good feedback. The patient was insisting for reimplantation which took place on (B)(6) 2017.